Event description:
It was reported that during an embolization procedure, a coil dislodged and migrated. The embolization was in the gastroduodenal artery. A vortx-18 diamond 5mm/5.5mm coil dislodged and traveled into the right hepatic artery. The coil was retrieved by unspecified means. The pt's condition was reported as "no consequences." Add'l info from the user facility report: pt underwent embolization of the gastroduodenal artery with a 5mm vortx -18 diamond shaped fibered platinum coil (boston scientific lot# 11698885) when it dislodged and traveled into the right hepatic artery. The coil was subsequently retrieved without any consequence to the pt.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.